Manufacturer narrative:
The tech inspected the bed and observed an all motor lockout (aml) condition on the right caregiver board preventing the switches from functioning. The left caregiver switches were functional. The tech installed a retainer kit to prevent the siderail ic chip from dislodging. He tested the pt positioning monitor and the switches and all functions were working.

Event description:
The account stated they recently had a pt climb out of the bed and fractured his leg. The staff stated that they were unable to get the bed alarm to work properly but it seems to be working now. All siderails were up.